Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'failed flow rate test' was confirmed/reproduced during evaluation by troubleshooting the device. Failed flow rate test was found to be caused by a failing pressure plate assembly. The pressure plate assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed flow rate test. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.